Manufacturer narrative:
The insulin pump was received with minor scratched display window, scratched reservoir tube window, cracked case at display window corner, battery tube threads, reservoir tube lip, broken belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported, the insulin pump had scratches on the screen. Customer was unaware how damage occurred but might be due to wear and tear. Customer's blood glucose was 173 mg/dl. Customer stated she is unable to see read the screen when she is trying to use the basal rates. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.